Event description:
Hcp reported the pt is deceased due to a "violent, accidental death" in 2004. The pump was removed 2004 and returned to the MFR for analysis. An autopsy report is pending toxicology results. The preliminary cause of death has been reported as death by multiple force injuries to the head and neck. A follow up report will be sent when additional info is obtained.